Event description:
Healthcare professional reported "rupture" and "concerns with the product" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.